Event description:
It was reported the pacemaker triggered an alert for out-of-range pace impedance measurements on this right atrial (ra) lead resulting in a lead safety switch. Ts recommended to further evaluate this patient and device system. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).